Manufacturer narrative:
Product not returned to manufacturer.

Event description:
The dentist reported that the dolder bar fractured. The fractured part was on the upper left quadrant, distal but not between two implants. It was at the free ending of the bar. The fractured part affected also the screw channel, and the screw access was for the retaining screw directly to the implant. There was no additional screw access drilled into the bar. The rest of the bar remains in patients mouth as a part of the patient prosthesis

Manufacturer narrative:
The complaint was confirmed. A fractured section of the bar was returned. The bar was manufactured and released per procedure with no documented manufacturing deviations. A singular probable cause could not be identified. The bar was designed and manufactured according to customer requirements and final product complied with design specifications. A definitive root cause has not been determined.